Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 245, 197 mg/dl. The customer's expected fasting blood glucose test result range is 95 to 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is 08/31/2018 and open vial date is 06/31/2016. Control test run with the customer with a result of 103 mg/dl (84-114mg/dl) which was within range the meter memory was reviewed for previous test result history: reviewed meter memory (B)(6). The customer states that the blood results have been getting progressively higher for the past 4 days. The customer could not perform a back to back blood test since has not any more test strips.